Event description:
Information received from the field notes that the pacemaker dependent patient presented for a follow-up feeling sympto- matic. The measured battery data on the pulse generator intermittently showed a high current drain. It was suspected that the atrial lead had shorted to the can based on char marks found at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received